Event description:
The facility's biomedical engineering dept reported they found the pump in the hallway of a clinical setting that powered on by itself and alarmed. The pump also was reported to power off by itself. The device was not in pt use at the time of the incident. No pt injury has been reported. No additional details are available.